Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous part of the proximal lad. After pre-dilatation with several balloons, the orsiro was advanced to the proximal lad but could not pass to the lesion due to heavy calcification. Additional pre-dilatation was performed, and it was attempted to re-insert the orsiro but could not cross again. High friction was felt, and the device was pulled out of the body. A competitor's stent was then implanted. Pci procedure was successful with no complication. The patient was transferred to the coronary care unit for observation of possible complications and could then be discharged home.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous part of the proximal lad. After pre-dilatation with several balloons, the orsiro was advanced to the proximal lad but could not pass to the lesion due to heavy calcification. Additional pre-dilatation was performed, and it was attempted to re-insert the orsiro but could not cross again. High friction was felt, and the device was pulled out of the body. A competitor's stent was then implanted. Pci procedure was successful with no complication. The patient was transferred to the coronary care unit for observation of possible complications and could then be discharged home.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the complaint event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Judging from the x-ray markers the stent is not displaced. The stent does not show any damage or irregularities. The crimped diameter of the stent still complies with the specification. Review of the production documentation of the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.